Manufacturer narrative:
The manufacturer previously reported this device under recall z-1974-2021. After further review, the manufacturer concluded the reported device is not under recall. In box b, describe an event or problem that should be reported as: the manufacturer received information from a third-party service center during the device evaluation that the power connector of the unit was corroded. There was no patient harm or injury. During the evaluation of the device, the service center reports that the device power connector of the unit is corroded, and the unit cannot be power on in order to be able to collect the error or log/machine hours/error code numbers/software version. Dust/dirt contamination found inside the device and the device was scrapped. The service center concludes that the complaint was not confirmed and no evidence of sound abatement foam degradation. The remedial action and recall number would not be applicable, which has been corrected in this report.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the service center reports that the device power connector of the unit is corroded, and the unit cannot be power on in order to be able to collect the error or log/machine hours/error code numbers/software version. Dust/dirt contamination found inside the device and the device was scrapped.